Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a rotator cuff repair surgery the q-fix failed to deploy, the anchor stayed within the tip and never deployed. The handle turned and sounded correctly but did not do anything to allow the anchor to deploy. The procedure was completed without surgical delay using a back up device in an additional bone hole. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed the anchor is still inside the insertion tube. There are abrasions on the outside of the insertion tube. The sutures are hanging from the spool cleat which is fully extended from the handle. A functional evaluation showed the driver can no longer be used to advance the anchor as the spool cleat is fully extended from the body of the handle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Per case details, the procedure was completed using a back-up device. It was also communicated via e-mail that ¿there was no damage to the patient.¿ no further risk to the patient is anticipated as a result of the additional bone hole. Since no further harm is anticipated no further clinical assessment is warranted at this time. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) incorrect bone hole preparation. (2) improper depth insertion. Or (3) bone hole not clear of material. No containment or corrective actions are recommended at this time.